Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or frozen screen was noted. The act button did not respond due to a flattened button dome switch. No delivery alarms could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and a scratched case.

Event description:
It was reported by the customer that their insulin pump was alarming button error and no delivery. Customer stated they received the no delivery alarm after changing their infusion set and the device's screen froze shortly thereafter. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.